Manufacturer narrative:
(B) (4). Advancer bypass the analysis results of the device found that it was received with one clip partially formed in the jaws. Once the jaws were cleared, the device was cycled and an advancer bypass incident was noted causing one pear shaped clip. During the next two firing sequences, the jaws remained in closed position. The trigger was manually assisted in order to open the jaws, however, conforming clips were released. The remaining two clips were conforming and then, the device locked out as intended but the orange indicator did not show up completely. A possible cause for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process, this finding is not related with the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.